Event description:
It was reported that once the catheter was placed into the patient, there was no urine flowing. Per additional information from the ibc via email (B)(6) 2020, it was unknown how much urine drained after the catheter was changed.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Evaluation found no blockage in the drainage lumen. Water was introduced through the drainage funnel and came out of the drainage eye without difficulty. The flow rate test had been performed on the returned sample and the sample passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 21) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 22) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. 23) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. 24) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that once the catheter was placed into the patient, there was no urine flowing. Per additional information from the ibc via email 21feb2020, it was unknown how much urine drained after the catheter was changed.